Manufacturer narrative:
Correction - this MDR is being submitted to indicate the event is not reportable. Upon further review, it was determined that this event is not reportable per 21cfr part 803.50 as it does not meet the criteria for a death, serious injury or reportable product malfunction. A review of reporting software revealed there are no previous incidents of hub separation of the rssw sheath that lead to a death or serious injury. Additionally, review of risk documentation indicated that this malfunction is not likely to cause serious injury if it were to reoccur. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. Visual inspection of the mcnamara sheath introducer revealed no notable damage to the dilator tubing. The hub was noted to be separated from the sheath and the flare was slightly distorted. A compression line was observed on the interior of the flare, which suggests the flare was seated securely in the cap. It was noted that the tubing was smashed/flattened and twisted starting approximately 15 cm from the flare continuing to the distal tip. The inner diameter of the connector cap was verified using pin gauges. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of the investigation it is likely that the patient's tortuous anatomy could have contributed to the observed sheath tubing damage. A definitive root cause for the hub separation failure can not conclusively be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
It was reported that during a thrombectomy using a mcnamara sheath introducer, the sheath was placed in the patient's arm and the hub separated from the catheter during aspiration. It was also reported that the patient's anatomy was tortuous. The device was replaced with new product. There have been no adverse effects to the patient reported.